Event description:
The event is reported as: complaint alleges that the circuit melted while on a patient causing a hole in the circuit. The patient suffered no consequences due to this event. This event happened twice within 24 hours on the same patient. This is the first of two complaints.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.